Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure, the seal of the oms-t10sb trocar balloon dislodged while inserting the mesh. Another structural balloon from the same lot was opened and used to complete the procedure. There was no reported injury, tissue damage, unanticipated tissue loss, significant blood loss, or extension of surgical time or incision.